Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm after a battery change. Customer also reported the insulin pump's screen was stuck after checking for their blood glucose. The customer's blood glucose was 274 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.